Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - the xenon lightsource was received in used condition. Upon evaluation, the depot technician was unable to duplicate burning smell but did find that the mirror holder broken and bezel cracked. Parts to be replaced to correct the issue are power supply unit, lamp, lamp wires, turret, bezel assembly, right side panel and mirror holder. Root cause analysis - the reported complaint was confirmed. It was determined that issue of this 00mlx producing a burning smell is most likely due to overheating caused by damage to the mirror holder. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the user smelled a burning smell and noticed scorch marks around the hole where the head lamp plugs into the mlx 300w xenon lightsource (00mlx). The biomedical engineer inspected the unit and noticed scorch marks and that the rf glass filter had fallen out of plastic holder. In addition, it was noted that the holder had a broken tab. The device was not in contact with a patient; thus, no injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.